Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal baclofen via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient reported seeing service code 100 on the handset. The patient stated that they had 3 magnetic resonance imaging (mris) on tuesday and when they went to bolus (for the first time since having an MRI) they saw a message that the pump motor had stalled and service code 100. The patient confirmed they did not see a health care provider (hcp) after the MRI to have the pump interrogated. The patient confirmed that after requesting the bolus it said bolus delivered. The agent reviewed code meaning. The agent walked the patient through closing out of the app and re-syncing the communicator and handset. The patient confirmed that the message cleared. The agent redirected to the hcp and reviewed importance of having pump checked with the hcp post MRI per labeling.